Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized twice due to high blood glucose and diabetic ketoacidosis on (B)(6) 2016 and (B)(6) 2017 with blood glucose of 1100 and over 600 mg/dl at the time of the incidents. The customer was at 70 mg/dl at the time of the call. The customer stopped using the pump per their doctor's advice as the pump was not regulating their blood glucose properly. The customer used food and glucose tablets to treat. The customer experienced symptoms such as lethargy, slurred speech, and being unresponsive. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The customer had lows when they were using the pump. The customer also called about replacement of the recalled sets. The insulin pump will be returned for analysis.